Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem could not be confirmed. Th unit was tested with multiple scopes and passed all functional tests; all video output signals and images met olympus standards. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the video cable would not connect and it would "not click." There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The DHR was unable to be reviewed for this device since the product was manufactured more than 15 years ago. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the legal manufacturer's investigation, the root cause of the reported event could not be identified, nor could the event be reproduced. Olympus will continue to monitor field performance for this device.